Event description:
Customer reported video problems on monitor. Indicated that the images on the video monitor were intermittently erratic.

Manufacturer narrative:
Surgery field service engineer re-seated all connections to monitor, computer, and video ports. Found the ground wire and hot wire on the power plug to be loose. Tightened connections on the power cord. Checked error logs, and found no indication of video problems. System operating as intended.